Event description:
The physician was performing a cystoscopy/cystolithotripsy procedure and was using a hysteroscopy scissors. One end tip of the scissors broke while being used and was found in the patient's bladder. The physician successfully removed the broken tip portion from the bladder.follow up action: the instrument room staff had conducted a pre-use/pre-operative visual inspection of the instrument as per policy. No defects were noted. It was believed that the age of the instrument was a factor. The instrument was purchased in 1993. A new replacement instrument was ordered and obtained.